Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 280 mg/dl in the hospital. Customer¿s current blood glucose level was 285 mg/dl. Customer had symptom such as continues vomiting. Customer was treated that with intravenous fluid and lantis. Customer stated that the insulin pump had no delivery alarms. Customer stated that the drive support cap was normal. Customer stated that the cannula was bent. Customer declined further troubleshoot. The insulin pump will not be returned for analysis.